Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump will not turn on with clamp which was reproduced utilizing the customer provided battery. The cause was found to be the upper hook switch not rebounding as required. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum pump will not turn on with the clamp. There was no patient involvement. No additional information is available.